Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The translated initial symptom reported by the customer was "sends a message: maintenance required, similar problem on another defibrillator". There was no patient involvement.